Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during patient use. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root-cause was due to a degraded transducer within the assembly (pt 802). The pt 802 component has output differential voltage is outside of specifications and is unresponsive to pressure input. This issue will be internally investigated within carefusion.